Event description:
It was reported that the pt was implanted with a vibrant soundbridge in 2008, due to otosclerosis. During surgery, while drilling the round window niche, a fistula was opened which resulted in a total hearing loss of the pt. After a few days an audiometric evaluation was carried out, which confirmed that the pt received no benefit with the vibrant soundbridge, event though the device was fully functional. The surgeon decided to explant the vibrant soundbridge and re-implant the pt with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.